Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited increased capture threshold, decreased sensing, and the tail end was swinging after release. Removal was attempted but the swinging prevented retrieval. The parameters improved during the retrieval attempt and the lp was implanted. The patient was in stable condition.